Event description:
This event is being reported as part of a study conducted in (B)(6) titled " (B)(6) " it was reported "the patient was operated and implanted with idrt sl in 1 stage on (B)(6) 2014. At the 6 months visit (on (B)(6) 2014), the study coordinator reports that patient presented skin pigmentation very dark brown, in comparison to other scars and normal skin. Patient received an autograft taken from the thigh. Patient has not had any sun exposure. No treatment for the moment but patient was referred for laser.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.